Event description:
Caller reported that the ibc dropped 70% in a short period, but the issue did not result in an unexpected shutdown. There was no adverse impact to the customer¿s blood glucose level. Cts provided education on battery jumps and informed the caller about a software update that resolves the issue, offering guidance on updating the pump software. The caller acknowledged and understood the information provided.